Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that congestive cardiac failure and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina and the index procedure was performed. The 80% stenosed, 2.25x20mm, eccentric, diffuse, type b2 target lesion was located in the mid left anterior descending (lad) artery. After pre-dilatation, a 2.25x32mm promus element plus drug-eluting stent was deployed at 7 atmospheres to treat the lesion. Without post-dilatation, visual residual stenosis rate was 0% and timi flow 3 was confirmed and the procedure was completed. Two days later, the patient was discharged from the hospital. In (B)(6) 2016, congestive cardiac failure was confirmed. This was treated with the administration of drug and angiography was performed. The following day, an isr in the mid lad and coronary restenosis in the 1st diagonal branch was confirmed. The following day, the patient recovered from the congestive cardiac failure. Five days later, percutaneous coronary intervention (pci) was performed to treat the isr in the mid lad and coronary restenosis in the 1st diagonal branch. Two days later, the symptoms disappeared.